Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming with, smiths medical, cadd medication cassettes attached. It was reported the screen did not display a message, there as 6ml remaining in the cassette and the user had additional supplies. The complaint report indicated no injury. No adverse patient effects were reported. No additional information is available at this time.